Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a patient with a 19mm 11500 inspiris aortic valve has been evaluated for a valve-in-valve procedure after an implant duration of approximately seven (7) years and two (2) months due to aggravation of aortic stenosis. The patient presented with decompensated heart failure. The date of planned tavr is unknown at this time. The patient has a history of aortic stenosis s/p aortic valve replacement.

Event description:
Edwards received information that a patient with a 19mm 11500 inspiris aortic valve underwent a valve-in-valve procedure after an implant duration of approximately seven (7) years and three (3) months due to aggravation of aortic stenosis. The patient presented with decompensated heart failure. The device was replaced with a 20mm sapien 3 ultra resilia successfully. The patient status was reported as recovering.

Manufacturer narrative:
Added information to h6. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis. Therefore, a definitive root cause cannot be conclusively determined.